Event description:
It was reported that the device has missing segments on the display, discovered during functional testing. There was no pt involvement.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted.